Manufacturer narrative:
The investigation into the positioning issues has been completed. The device was not returned for investigation. Per the provided clinical details, the root cause of the positioning issue was most likely due to patient movement.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 61-year-old male was implanted with an impella 5.5 for escalation of care from an impella cp. While the staff was pulling the patient over to the or table, the impella 5.5 was moved and continuous suction alarms occurred. Transesophageal echocardiography was performed in or to reposition the pump, which was stuck in the mitral valve with the tip in the papillary muscle. Multiple attempts were made to reposition the impella and they were unsuccessful. Staff replaced the impella.